Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted that there was a kink in the hypotube at the distal end of the hub and multiple bends in the full length of the hypotube. The strain relief was separated from the hub and loose on the hypotube, confirming the reported information. The material was jagged at the separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). It is possible the hub of the device was inadvertently handled during torquing during the procedure, resulting in the strain relief tubing detaching from the hub. Additionally, there was no damage noted to the strain relief tubing prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Further handling during the procedure or during packaging, handling and return to abbott vascular for analysis likely contributed to the noted kinks. Factors that may contribute to the inability to advance the catheter over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. An attempt was made to measure the inner diameter of the inner member by advancing a mandrel through the guide wire lumen but the mandrel did not advance through the collapsed inner member. The guide wire used in the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulties. An attempt was made to back load a new .014 inch guide wire but the guide wire did not advance through the kinked and collapsed inner member. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, if the guide wire is not inserted into the guide wire lumen during pressurization, or high pressure/multiple inflations. It is possible the balloon was pressurized outside of the patient anatomy without the support of the guide wire, resulting in the guide wire lumen collapsing and kinking. Additionally, there was no reported resistance during retraction of the catheter after the first inflation; which would suggest that the inner member was not collapsed during the first use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties advancing the guide wire could not be determined; however, the reported strain relief tubing separation appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, all dilatation catheters are visually inspected online for damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, extream xtr, runthrough ns floppy, tapered. Guide cath: brite tip 7f al. Stent: promus 2.5 x 18 mm, 3.0 x 28 mm, 3.5 x 28 mm, 3.5 x 15 mm. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, calcified, 100% stenosed, right coronary artery with chronic total occlusion. A non-abbott guide wire crossed the lesion and the 2.0 x 15 mm trek was advanced and inflated. The trek was changed to a 3.5 x 15 mm non-abbott balloon catheter and 4 promus stents were deployed in the lesion. The 2.0 x 15 mm trek was attempted to be used for a kissing balloon technique in the right posterior descending lesion; however, strong resistance was noted when the non-abbott guide wire was advanced in the trek. The balloon catheter was removed from the anatomy without issue. Outside the anatomy it was noted that the strain relief had detached from the hub and hypotube, and a part of the strain relief tube was caught in the catheter guide wire notch. There was no reported adverse patient sequela. There was no additional information provided.